Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause and treatment were not reported. On unreported date, the patient was hospitalized for the event. At the time of this report, patient was recovered from the event. On an unreported date, pd therapy was discontinued. The same day as receipt of this report, the patient was discharged from the hospital. No additional information was provided as the reporter decline follow up.